Event description:
The user's electrode lead migrated and required revision surgery. During the re-insertion procedure, an insertion probe was utilized, however two channels remained outside of the cochlea.

Manufacturer narrative:
Additional information: based on the received information from the field, the device does not provide sufficient benefit due to a partial migration of the active electrode out of cochlea, as confirmed by post-operative diagnostic imaging. The recipient underwent a revision surgery to re-insert the electrode. However two channels remained extra-cochlear. The device remains implanted and in use. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's electrode had migrated and required revision surgery, extra cochlear channels had been deactivated. During the reinsertion procedure, an insertion probe was utilized, however, post-operatively, it was observed that two channels remained outside of the cochlea.